Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition of leak-liquid was not confirmed. Therefore, an assignable root cause was not determined. However, quality engineering evaluated the device and it was determined that the device failed visual inspection. It was further determined that during the assessment it was found that the coating of the electrical control unit(ecu) was washed away. It was further determined that the device did not have enough power output (watt) and the contacts for the battery casing started to corrode. It was observed that during the assessment, no liquid was found inside the device. It was noted that based on the age and the condition of the ecu, it is possible that the device was not sufficiently dried before use and this may have lead to the leak that was reported. It was determined that the most probable cause for the reported issue was a combination of improper reprocessing and normal wear based on the color change of the ecu and the fact that the device was last serviced in february 2017. It was further determined that the device failed pretest for general condition and check power with power test bench. The assignable root causes were determined to be due to component failure from normal wear and environment, which is environmental conditions.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device; unknown the initial reporter¿s phone number is not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that an unknown liquid came out of the battery reamer/drill device when the surgeon attempted to attach the attachment to the handpiece device. It was not reported if there were any delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.